Manufacturer narrative:
The ch-s400-xz-eb 4k camera head serial number (B)(4) was returned for evaluation. The user¿s complaint of ¿image goes off and on when moving the cable" was confirmed. In addition, an ¿e225¿ message was observed and the rear cover labels are fading. The cause for the reported event cannot be determine at this time; however, an issue with the cable cannot be ruled out as a contributory factor. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, the image would intermittently display when the cable was moved. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and device evaluation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The device was delivered to the customer on december 11, 2018. The lm reported that the most probable cause for the reported event is as follows: it is presumed that the image did not appear and e225 was displayed because unexpected stress was applied to the cable by user¿s handling and the cable unit failed. Regarding the handling of the device, the following is described in the instruction manual. This may prevent the reported event. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.